Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was moisture under the insulin pump¿s screen. The insulin pump had shut down. It made a high-pitched noise then the screen went blank. They had removed and reinserted the battery but it was still blank. The insulin pump was vibrating without an alarm or alert. The customer mentioned that they were in a heavy rainstorm on july 05, 2017. The customer¿s blood glucose level was 358 mg/dl. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.